Manufacturer narrative:
Follow-up # 1 date of submission 08/05/2016 -device evaluation: the pump has been returned and evaluated by product analysis on 07/13/2016 with the following findings: a review of the pump black box data revealed one pump reboot. The returned battery cap secured properly to the pump, and a power loss was not observed. Moisture corrosion was observed in the battery canister and on the battery cap. A leak test failed due a battery compartment leak. The pump was exercised for 24 hours with no power interruptions. The pump case was removed, and evidence of moisture corrosion was found to the cgm module and the printed circuit board on the piezo circuit.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.the pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had no power. The reporter indicated that there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.